Event description:
It was reported that the patient's pump was eroding and it was to be explanted. The erosion was noticed ¿last friday¿ and the patient was on 660mcg/day at that time. The patient had been weaning down and was ¿somewhere¿ at 120-150mcg/day right now. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, product type: catheter. (B)(4).

Event description:
It was reported that after the pump replacement and catheter revision on (B)(6) 2014 (see manufacturer report #3004209178-2014-11804), erosion of the pump pocket incision line was discovered on (B)(6) 2014. The patient did not have symptoms of infection, no cultures were taken. However, according the clinician, the incision line was clearly infected and the pump was exposed. It was suspected it was most likely impaired healing. As a result, the patient had a full system removal, date not provided, and was currently on oral medication. The clinician was to review if a new pump and catheter would be implanted at a later date. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.